Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative retapped the isolation transformer. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would produce an audible alarm. No patient injury was reported.